Manufacturer narrative:
Based on the information available, there was no device malfunction, and the device worked as configured; however, user issues related to alarm management and clinical workflow may have been factors. The reported problem was not confirmed. The customer was provided staff education and configuration changes to resolve the issue; however, the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It is reported that high priority (extreme/red) alarms were not triggered when patient had extremely low mean arterial pressures (map). With no high priority alarm the patient condition was not noticed and treated. It was confirmed the patient's arterial pressure dropped below the lower limits and there was a delay in care due to no red alarms. The patient required medical attention, but they did not code. There were arterial line red alarms noted in the log files, but not for the event date. The configuration was reviewed by clinical application, revealing red extreme alarms are enabled for some alarm conditions but only for the comfort care profile, which also has the alarm volume defaulted to zero. Nurses were expecting red alarms for arterial pressure issues to be enabled but they were not.